Event description:
Patient presented to the physician with the ipg being loose and moving within the pocket. Patient reported they started to have pain in the area following a recent fall. Physician brought the patient into the or, re-sutured the ipg, and closed the incision.

Event description:
Patient presented back to the physician with continued pain at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.